Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and experienced limb ischemia and access site bleeding. Impella was placed reduced to p-4 with good flows and no suction. No chugging noted on extracorporeal membrane oxygenation (ECMO) during unloading. Angiogram of leg showed some flow, but reperfusion catheter placed to assist in limb flow from emco circuit. Of further note, post implant same day, the patient had been anticoagulated for ECMO already, given extra heparin for impella placement. Act 323 at impella insertion and rising. Post procedure oozing was noted around impella insertion site. Manual pressure applied and femostop placed. No blood products given. Next day, recommendations for groin access site management, a stitch and some epi/lido were applied to the groin and had completely stopped the bleeding. The patient was noted to be neurologically intact. No packed red blood cells were given but one unit of fresh frozen plasma was administered overnight. The patient was planned for escalation to an impella 5.5 which occurred four days later.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report.